Event description:
The event is reported as: the clips jammed. The mouth of the applier is closed and the washing channel does not have a cap. No pt injury reported.

Manufacturer narrative:
The sample has not been received by the MFR in time for this report. The results of the investigation are incomplete at this time. A f/u investigation report will be sent when completed.